Manufacturer narrative:
Information not provided. Information not provided. The adaptiveclean brush head is an accessory to various sonicare power toothbrushes. Information not provided.

Event description:
Consumer complained about bristles falling out of her brush head.

Manufacturer narrative:
Manufacture date updated because product was returned.